Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg has moved down approximately 1 to 2 inches in the pocket. However, the patient has effective stimulation and coverage of her pain areas. Reportedly, the patient lost some weight after implant. Surgical intervention was undertaken on (B)(6) 2014 relocating the ipg. Effective stimulation was achieved postoperatively.